Event description:
The info provided to sjm indicated a 17mm masters series hemodynamic plus w/silzone valve was implanted on (B)(6) 1998. The pt had progressive symptoms of intercranial bleeds due to an overdose of coumadin therapy. The pt was put on aspirin therapy leading to several transient ischemic attacks. Pannus was later found beneath a leaflet on the valve.